Manufacturer narrative:
The authorized service provider (asp) evaluated the device and could not confirmed the reported problem, oxygen pressure was normal, no fault with the pressure. The device passed required performance verification tests per philips standards. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E:(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices proximal pressure is too low. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse dispatched an authorized service provider (asp) for onsite service and repair. Investigation ongoing.